Event description:
It was reported that as a result of having the product implanted for five months, the surface of the stent crystallized and had to be removed via laser treatment.

Manufacturer narrative:
Visual examination of the stent noted heavy calcification along the stent. Functional testing was performed and it was found that the coating on the outer surface of the stent was sufficient. The surface of the stent was inspected under magnification for any condition or visible defects which could have caused or contributed to the reported event and no discrepancies were observed. No inconsistencies that could be mfg related were noted. The lot number was not provided therefore the device history records could not be reviewed. The labeling and instructions for use were found to be adequate: "ureteral stents should be checked periodically for signs of encrustation and proper function. Periodic checks of the stent by cystoscopic and/or radiographic procedures are recommended at intervals deemed to be appropriate by the physician in consideration of the individual pt's condition and other pt specific factors. When long term use is indicated, it is recommended that indwelling time not exceed 365 days. The stent is not intended as a permanent indwelling device." (B)(4).